Event description:
During a thoracoscopic lung resection procedure, the staples at the distal end did not form properly and bleeding was observed. The surgeon reloaded the instrument and completed the procedure. The hosp has reported that no pt injury occurred.